Manufacturer narrative:
Follow-up # 1 date of submission 12/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: there was no evidence of loss of prime errors, alarms or warnings observed in the black box history. The pump successfully completed the rewind, load cartridge and prime steps with no alarms. The force sensor calibration passed within specification. The pump was exercised for 24 hours with no loss of primes occurring therefore the issue was not duplicated. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored and the bolus button cover was torn in the center but the button was able still functional during the investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.